Event description:
The lay reporter/ dad contacted animas on (B)(6) 2012 alleging that his son's pump was scrolling through screens with no user pushing buttons . Reporter mentioned that the pump shows different screens. Patient disconnected from the pump and started on a backup plan yesterday evening. Reporter mentioned that the patient disconnected his pump sometime this morning around 2:00am. His blood glucose this morning was 400 mg/dl and the patient did not use backup insulin after disconnecting from pump. Patient has no symptoms with elevations and no ketones. Dad reconnected patient this morning and gave patient bolus with pump this morning and watched pump deliver bolus and then again removed pump and is using backup plan. Reporter was with the patient and confirmed that the patient only connected for the intended bolus of 4.35 of 4.35u. Reporter checked the patient's blood glucose and obtained a 451mg/d, which was after eating breakfast. The patient felt fine and did not exhibit any symptoms. Customer care advocate (cca) advised the reporter to have the patient use backup only and if they had any questions on backup plan to contact hcp and not reconnect patient for bolus. Reporter reports s no peeling or damage to keypad. Issue was not resolved with the keypad scrolling. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation was not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the contrast and up buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.